Event description:
In (B)(6) 2018, I underwent breast surgery mastectomy (I think she meant to write mastectomy) with implants and abdominoplasty (tummy tuck.) From the first post-surgery evaluation visit, I began to experience itching in the abdomen area. The surgeon was notified, who diligently injected me with a corticosteroid. After the effect dissipated (or disappeared) from the body the itching returned. As of 2019 I started to have pelvic pain and menstrual problems. After multiple gynecologist appointments I underwent a hysterectomy, but the pain has never gone away. I have visited multiple doctors: generalists, cardiologists, neurologists, emergency room, rheumatologist, urologist and no doctor can explain or reach a diagnosis. Meanwhile, I have hair loss, severe headaches, night sweats, weight loss, memory loss, tiredness, weakness, generalized pain, swelling, itching, I feel sick. I still have the breast implants, I'm awaiting for a medical appointment for evaluation. Meanwhile, I continue with the symptoms, which are getting worse.